Event description:
It was reported that this cardiac resynchronization therapy defibrillator was exhibiting intermittent spikes in shock impedance high out of range, measuring greater than 200 ohms. The pacing impedance were stable. The device was reprogrammed. The plan is to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This device and competitor right ventricular lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).